Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported, rupture. This record is for the right side. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: an opening assessed as an unidentified tear. The shell thickness was within specification. A piece of missing shell, assessed as inconclusive. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.